Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a paclitaxel set disconnected from the connector sleeve, leading to a spill of chemotherapeutic solution. This occurred during infusion of paclitaxel. There was no patient injury or medical intervention associated with this event. No additional information is available.